Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas (B)(4) and the reported event and patient outcome could not be conclusively established during this evaluation. A review of the patient¿s history revealed no previously related events. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09-mar-2015. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The patient had end stage heart failure. The death was reported to not be device or therapy related. The device operated as expected.